Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. The initial implanted proximal extension was two sizes larger in diameter than the main body device and is considered off label. On (B)(6) 2015 the patient had an additional secondary procedure to repair a type 3a endoleak. The physician implanted an additional suprarenal aortic extension and an infrarenal aortic extension. The patient came in emergently on (B)(6) 2017 with abdominal and back pain. A computed tomography (CT) showed a type 1a endoleak, aneurysm sac growth and stent movement where the proximal extension is falling out of the aortic neck. The physician elected to implant an additional infrarenal aortic extension and a suprarenal aortic extension to seal the leak. The patient is reported to be in stable condition following the secondary intervention. There have been no additional adverse events reported for this patient.